Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery using the perclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the plunger was retracted an anterior cuff miss occurred. Two additional proglide devices were used for successful suture placement using the perclose technique. The arteriotomy was 8f. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the perclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.